Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the tip of the cannula broke and fell into the patient's abdominal cavity. The broken pieces were retrieved immediately. Patient status: alive; no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula only was received and was broken at the distal end. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: per additional information received during a laparoscopic nephrectomy procedure, the tip of the cannula broke and fell into the patient's abdominal cavity. The broken pieces were retrieved immediately using forceps. To resolve the issue in order to complete the case, a new device was opened. The current patient status is alive.